Manufacturer narrative:
Results: loose bolts on foot end lift gear case.

Event description:
It was reported by service report that the foot end of bed was not going down. No pt involvement or adverse consequences are reported.